Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
Event date: (B)(6) 2014. Received by MFR date: 10/29/2014. Conclusion / root cause: this da to mc board cable rev d was tested and no failures were identified. This gds system was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported when the ventilator was turned on it alarmed and displayed a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use innormal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported the gas delivery system and data acquisition pcb to motor controller pcb board cable were replaced to address the reported problem. Applicable final testing was completed per operating specifications and passed.